Manufacturer narrative:
The stealth 360 peripheral orbital atherectomy device (oad) was received at csi for analysis with the guide wire engaged. The guide wire spring tip was protruding out of the driveshaft, the driveshaft was stretched and damaged and a kink was observed in the driveshaft. These damages are consistent with the reported complaint indicating that force was used to remove the oad and guide wire. There was no damage to the driveshaft crown section. When tested, the oad functioned as intended and no device abnormalities were identified that could have contributed to the reported vessel spasm. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Csi ID: (B)(4).

Event description:
Atherectomy was being performed in the superficial femoral artery (sfa) and posterior tibial (pt) artery in an antegrade movement beginning in the sfa. When the stealth 360 peripheral orbital atherectomy device (oad) was advanced to the segment of the pt near the medial malleolus the crown became stuck. The oad stalled. Intraarterial nitroglycerine was administered and an unsuccessful attempt was made to remove the oad. A blood pressure cuff with occlusive pressure was placed around the calf for approximately five minutes. When the blood pressure cuff was removed, and with significant force, the oad and guide wire were pulled out together as the guide wire had become kinked. Balloon angioplasty was then performed to complete the procedure. Following the procedure, the patient was in satisfactory condition. In the opinion of the physician, the cause of the event was due to a vessel spasm.